Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the coil, introducer sheath, delivery wire and a non bsc catheter were returned for analysis. Visual examination noted the coil was outside of the introducer sheath. No damage was noted on the introducer sheath upon inspection; however, the coil was found stretched and broken in the interlocking arm section. No damage was noted on the delivery wire upon inspection. Microscopic examination was done and no damage were noted on the zap tip shape and surface of the coil and the interlocking arm of the delivery wire. Dimensional inspection of the delivery wire and the coil were noted to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2017. It was reported that coil got stuck in the catheter and detached prematurely. A 8mmx20cm interlock¿.035 was selected for use. During the procedure, the coil got stuck when deployed in the catheter. The catheter was removed from the patient's body and the procedure was completed with a different device. No patient complications reported and patient's status was fine. However, device analysis revealed a broken coil.